Event description:
While the unit was in use on a pt, the unit would not display an ECG, pressure waveforms or waveforms from a slave monitor. The pt was switched to another unit and therapy was continued. No pt injury was reported.